Event description:
Physician made an incision on a pt to implant the testopel (testosterone pellet). Physician inserted the trocar, (a device used to implant the testopel) in the pt's body. Physician then attempted to insert testopel into trocar. Testopel would not advance. Physician selected another testopel and still could not advance the pellet through the trocar. Physician then removed trocar from incision, attempted 2 more times with a different lot of testopel, and had same problem. Physician decided to abort the procedure; cleaned up the wound for the pt. Pt had to be rescheduled. We contacted (B)(6) to notify them of problem on (B)(6), still awaiting responses. (B)(6) rep informed us that the trocar we have is from an old lot which no longer fits testopel pellets and we had not received any formal communication from the company with any of our testopel and trocar deliveries.